Manufacturer narrative:
Examination of the returned device revealed the following: the delivery catheter was not returned; the device was returned in two separate pieces with the stent wire broken. Additional information received indicated the gi fellow was attempting removal at a tight angle rather than pulling the device out with the scope along the axis of the device. Therefore, it is conceivable that the forces on the stent when pulled at the tight angle could have contributed to the stent wire failure during removal. However, based on the available information it is unclear what caused the stent wire to break.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. (B)(4).

Event description:
It was reported to gore that during the ercp procedure, the gore viabil® biliary endoprosthesis fractured during removal.